Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - there were a couple vf alerts on hm due to noise. The patient came in and the device was turned off and the patient was admitted to the hospital. This lead was capped and replaced on (B)(6) 2018.